Event description:
Customer reported he took 3 units of novolog based upon an unspecified aviva system blood glucose result. Customer ate dinner. About 1 hour later, he began feeling lightheaded. Test result was 50 mg/dl. He self-treated by consuming some candy and 2 teaspoons of honey. He tested again 30 minutes later, said reading was still low. He doesn't recall exact reading. He had 2 pieces of candy and had some peanut butter. Retest result 15 minutes later was 108 mg/dl. By this time, he was feeling better, and the lightheaded feeling went away. About 5 minutes after getting the 108 reading, he passed out. His wife called paramedics. Paramedics weren't able to get blood sugar up and he was taken to the hospital. He was told paramedics tried to give him something by mouth. He was admitted for 4 days, is not sure what treatment was given. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.